Event description:
It was reported that this implantable pacemaker system recorded atrial undersensing with inappropriate atrial pacing in the presenting electrogram (egm). Additional information provided indicates the device recorded an atrial tachy response (atr) episode showing noise oversensed on the atrial lead. In-clinic assessment was recommended. The device system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker system recorded atrial undersensing with inappropriate atrial pacing in the presenting electrogram (egm). Additional information provided indicates the device recorded an atrial tachy response (atr) episode showing noise oversensed on the atrial lead. In-clinic assessment was recommended. The device system remains in service. No adverse patient effects were reported. Additional information was received that a message was received in the remote home monitoring system that the right atrial automatic threshold (raat) test was detected as greater than the programmed amplitude or suspended. Review of the last raat showed undersensing of intrinsic atrial activity. Review of the atr egm showed undersensing of an atrial arrhythmia as well as farfield r-wave oversensing. Appropriate device function was noted with the farfield r-wave oversensing. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable pacemaker system recorded atrial undersensing with inappropriate atrial pacing in the presenting electrogram (egm). In-clinic assessment was recommended. The device system remains in service. No adverse patient effects were reported.